Event description:
The surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2011. A patient post-treatment follow-up at 6 months was received indicating "starburst & glare at night." Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Method: medical review. Results: review of the complaint file indicates that the patient reported halo and night glare in both eyes (ou) in 6 month post-treatment follow up forms. The micl lens was implanted in the left eye (os) on (B)(6) 2011 and in the right eye (od) on (B)(6) 2011 respectively. In the following 12 month and 36 month follow up surveys the patient reported the same complaint and stated that "too large iridotomy caused night glares". Post-op visual acuity: od 20/15; os 20/20. The surgeon agreed with the complaint and believed that the night glare was secondary to the peripheral iridotomy. Alphagan p was prescribed prn for night glare and there were no other complications reported. Even though other factors i.e. Cornea conditions and angle closure glaucoma could cause glare and halo, based on the above information, this patient's persistent night glare was most likely caused by the surgical procedure (iridotomy) related factors which affected the size and/or the position of iridotomy. (B)(4).

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
Method: medical review. Results: glare and starburst may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the central and mid peripheral cornea is not touched therefore patients who have glare and starburst before the surgery, will commonly retain these symptoms but little or no increase in severity should be experienced since the central and mid peripheral region remains unablated and only a corneal incision with a maximum length of 3.2mm at the temporal peripheral region is made. Glare and halos may also be perceived more due to the increased clarity of vision. However, the effective optical corneal zones (eocz) of the icls have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glare and starburst are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. This condition is considered trivial and temporary. Conclusion: based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Patient post-treatment follow-up form at 12 months was received and the patient indicated "idectomy was too large, so I have lots of glare, especially at night; described glaucoma drops. The surgeon was contacted and confirmed the patient's report, however, indicated the device was not related to the event. (B)(4).

Manufacturer narrative:
Additonal information was received from the doctor office confirming the patient report of "prescribed eye drops for severe glare at night". The surgeon indicated the event was related to the device, likely 2 degrees to pi, patient is taking medication and the condition is ongoing. Prognosis is fair, stable. V/a is 20/20 in left eye. Conclusion: based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).